Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st ob marginal and two resolute onyx stents were implanted into the cx. One resolute onyx stent (pli 50) failed to cross after several attempts and was not implanted. Approximately 2 days post index procedure the patient suffered nstemi. The patient was treated with medication. The investigator assessed the event as not related to the anti-platelet medication or index device. Safety assessed the event as not related to the index device or anti-platelet medication. The event is unresolved.

Manufacturer narrative:
Cec assessed the mi as a non q wave mi (vessel unknown) 3rd udmi, peri-pci. No occlusion was observed in the target vessel. Cec adjudicated the event date as (B)(6) 2018. The patient recovered. If information is provided in the future, a supplemental report will be issued.